Event description:
It was reported that the pt was charging more than expected. The pt also experienced a loss of therapeutic effect following a revision. After a lead revision,the pt did not have good relief on program 3 for her back pain. The revision was performed because the pt's thoracic lead migrated. It was noted that the pt's cervical lead migrated on the way home from the revision surgery. The pt had an upcoming appointment with a neurosurgeon to assess the leads. The pt was at home in good condition at the time of the report.

Manufacturer narrative:
(B) (4).